Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board was replaced during the service call. The system was tested and fou nd to be working as intended and put back into service.

Event description:
The customer received a key stuck error on every boot up. The fe reported the inability to proceed. This resulted in a total loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.